Event description:
This pt had a total knee arthroplasty in august of 1996. Presented to surgeon's office with complaints of decreased range of motion and pain in knee, anterior patellar region. Surgical intervention occurred 4/20/98. Upon opening joint capsule, pt was found to have a bloody effusion. On further inspection, the center peg of the polyethylene patella had sheared off. The stainless steel marking peg with the polyethylene was found in the synovium. Pt was hospitalized postoperatively for observation status post revision and pain control.